Event description:
Information was received from a patient regarding an external device. The reason for call was the patient reported that they have been having issues charging their implanted neurostimulator (ins) for the past couple of months(pt also said two months or so). The patient stated that when they charge, the controller will go black and will not come back on. Pt said issue had been intermittent, but had occurred a few times last night when charging the ins. Patient stated they have tried resetting the controller, but resetting only resolved issue temporarily. Patient service specialist asked the patient to inspect the recharger and controller port, but the patient did not notice any visible damage. Pt said they noticed something "red like a sim card" sticking out of the controller port(patient services specialist could not identify object). Patient mentioned that they had the recharger telemetry module (rtm) replaced not too long ago because it was bad, in (B)(6) 2023. Patient started a charging session of their implant and was able to start charging with excellent charging quality; controller charge was at 50% and implant charge was at 90%. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4); b3: date is approximate. Year is confirmed valid. H3: product ID: 97745, serial/lot #: (B)(6) was returned for product analysis. Analysis found the main board was damaged; the lithium ion battery contacts were broken/damaged. The case front was also damaged; the screw holes were stripped causing case separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.